Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 350 mg/dl at the time of the incident. The customer's blood glucose was 508 mg/dl at the time of call. The customer stated that they were admitted as an inpatient for medical treatment. The customer stated that they experienced vomiting. The customer performed troubleshooting and did not found air bubbles and leaks. The customer declined to troubleshoot for insulin and site issues and settings. The customer declined to continue troubleshooting. The time of the hospitalization was 3:45pm and the date of the hospitalization was (B)(6) 2015. The customer stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.